Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an image that disappeared during angle adjustment in the up down direction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image that disappeared during angle adjustment in the up down direction was damage to the charge coupled device (ccd) unit. The conclusion was that the issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.